Event description:
It was reported that during surgery, the error 40000000000 appeared. There was an internal cable failure. Siu and two handpiece failure. The case was aborted and completed manually with s&n instrumentation. No other complications were reported.

Manufacturer narrative:
H11: the manufacturer has re-assessed thsi event for MDR reporting. Two previously reported handpieces had an electrical short that caused a fuse to blow in the siu. Therefore, the adverse event has been already reported to the FDA: 3010266064-2020-00076 & 3010266064-2020-00078. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.